Manufacturer narrative:
One sample and photos received for investigation. Through visual inspection, foreign matter is observed on the shield. Foreign substance is identified as oil. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with contamination during production process caused by personnel failure during the packaging line clearance. Manufacturing personnel have been notified of this incident to increase awareness.

Event description:
No additional information.

Event description:
It was reported that the bd needle precision glide 18x1-1/2in had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: here is the technical complaint regarding the product precisionglide needle 1.20x40 - ref. 30007. Lot: 3333959. Quantity: one unit. Segregated for collection. Complaint: dirt on the inside of the protective cap, sealed packaging. Complete complaint and photos attached. Additional information received date of the event: 08/05/2024, photos attached, for sample collection and replacement, please inform, customer shared the information and added in attachments.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.